Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: (B)(6). Block h6: device code a1802 captures the reportable event of foreign material present in the packaging.

Event description:
It was reported to boston scientific corporation that a bite blox was used on unknown date. It was reported that there was a hair found in the packaging. The procedure was completed with another bite blox. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the sales representative. The healthcare facility (B)(6). Block h6: device code a1802 captures the reportable event of foreign material present in the packaging. Block h11: the returned bite blox was analyzed. The pouch itself was unopened, and no visual defects/damage was noted with the pouch. No evidence of damage was observed to the bite blox inside the pouch. Visual inspection of the pouch interior noted presence of a single hair. Product analysis confirmed the reported event of foreign material present in the packaging. Upon visual inspection of the returned unopened pouch confirmed that a single hair was present. Therefore, a review and analysis of all available information indicated the most probable cause is quality control deficiency, which indicates that the problems can be traced to the failure to maintain or establish techniques for controlling and verifying the product specifications including implied but undocumented specifications.

Event description:
It was reported to boston scientific corporation that a bite blox was used on unknown date. It was reported that there was a hair found in the packaging. The procedure was completed with another bite blox. There were no patient complications reported as a result of this event.